Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
A defective intraocular lens (iol) was reported as it was really stiff and the surgeon could not insert it. There was patient contact. During follow-up with the surgeon, it was found that the surgeon attempted to inject the iol into the eye. About half the iol advanced, then it became stuck in the injector. As the surgeon continued to try to advance, the injector retreated from the corneal wound and the iol was stuck half in. The dr. Could not get it in the eye, so the iol was removed with forceps. The wound was not enlarged. The surgery was otherwise uncomplicated. There was no injury to the eye. A new iol (same model and diopter) was used and the patient looked good on post-op day 1.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.